Event description:
Pt with coronary artery disease. Reg heart catheterization. Placed on heparin post procedure pending surgical intervention. Bolused within 5,000 units heparin. Drip rate set at 1,000 units/hr (20cc), 25,000 units infused within 4 hours. No occult bleeding occurred. Pt monitored only.